Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that patient had experienced a sensor failure during sensor start-up. Patient's mother reports that cgm's readings were scattered and erratic. Patient's mother will be returning cgm product to dexcom for evaluation. At the time of her call to dexcom technical support, and during a follow-up call, patient's mother reports that patient was not experiencing any complications and was feeling good.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.